Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by a baxter qualified technician. During visual inspection, it was observed that the l silicon connector was disconnected at the safety valve which resulted in the leakage event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the disconnection of the l connector, which was reconnected and secured to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the connector of the safety valve of a phoenix monitor during hemodialysis therapy. Patient was successfully disconnected and was transferred to a different machine to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.